Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this patient hospitalized after multiple arrhythmias and several shocks were appropriately delivered. Upon device data review, a code 1005 indicating an open circuit condition was seen from the device. It was noted that while the shock and pacing impedance measurements from this right ventricular (rv) lead were in-range, they had decreased substantially. Boston scientific technical services was contacted and recommended evaluating the device and rv lead system integrity prior to replacement. The physician elected to surgically explant the device and surgically cap and abandon the rv lead. A new device and rv lead were implanted to resolve the event. The patient was stable with no additional adverse consequences. This rv lead remains implanted, but capped and out-of-service.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient hospitalized after multiple arrhythmias and several shocks were appropriately delivered. Upon device data review, a code 1005 indicating an open circuit condition was seen from the device. It was noted that while the shock and pacing impedance measurements from this right ventricular (rv) lead were in-range, they had decreased substantially. Boston scientific technical services was contacted and recommended evaluating the device and rv lead system integrity prior to replacement. The physician elected to surgically explant the device and surgically cap and abandon the rv lead. A new device and rv lead were implanted to resolve the event. The patient was stable with no additional adverse consequences. This rv lead remains implanted, but capped and out-of-service.